Manufacturer narrative:
Information contained in this report was previously submitted through psr on 18/apr/2016 and 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV. Patient additionally reported "right-side rupture and capsular contracture, the baker grade is unknown" device remains implanted.